Event description:
Significant burns with a large blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. This female patient of unspecified age started to receive thermacare heathwrap (thermacare lower back & hip) on an unknown date for unspecified indication. Relevant medical history and concomitant medications were not reported. The patient reported that she used the wrap over clothing loosely wrapped around upper calf for less than 30 mins and experienced significant burns with a large blister and several small ones. She stated that the product was defective and dangerous. The action taken with thermacare was unknown. It has been over a week now and burns were still not fully healed. The outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.

Event description:
Event verbatim [preferred term]. Significant burns with a large blister and several small ones [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer reporting for herself. This female patient of unspecified age started to receive thermacare heathwrap (thermacare lower back & hip) on an unknown date for unspecified indication. Relevant medical history and concomitant medications were not reported. The patient reported that she used the wrap over clothing loosely wrapped around upper calf for less than 30 mins and experienced significant burns with a large blister and several small ones. She stated that the product was defective and dangerous. She no longer had the sample or wrapper. The action taken with thermacare was unknown. It was over a week and burns were still not fully healed. The outcome of the event was resolving. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was yes, severity of harm was s3 and site sample status was not received. An investigation conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number, or return sample available for evaluation. A manufacturing and technical assessment not complete for the wrap involved in this case due to an unspecified batch reference number. No product quality-related trend identified for the subclass adverse event/ serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing and visual inspection, to ensure product quality. Follow-up (17apr2020): follow-up attempts are completed. No further information is expected. Follow-up (08may2020): new information received from the product quality complaint group included: information that the patient no longer had the sample or wrapper and investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Reasonably suggest device malfunction was yes, severity of harm was s3 and site sample status was not received. An investigation conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number, or return sample available for evaluation. A manufacturing and technical assessment not complete for the wrap involved in this case due to an unspecified batch reference number. No product quality-related trend identified for the subclass adverse event/ serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing and visual inspection, to ensure product quality.